Manufacturer narrative:
(B)(4). G2: foreign - event occurred in sweden. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgical procedure, a portion of the oxford tibial impactor broke and was left in situ. There are no plans to remove the broken fragment, and no revision surgery was performed. The patient is in good general health and is not affected by the retained fragment. No further surgical intervention or follow-up is planned. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. The following section was corrected: h6 (component code). The reported event was confirmed by review of pictures and x-rays. The product involved in the reported event was not returned for investigation; however, pictures were provided and review identified that the tip of the instrument fractured. Radiographs were provided and reviewed by a radiologist. The review identified a single lateral view of the knee which shows postoperative changes of unicompartmental knee arthroplasty. There is soft tissue air suggestive of early post-operative status. A metallic foreign body projects over the posterior knee joint space. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a surgical procedure, a portion of a tibial impactor broke and the fragment remained in situ. Intra-operatively, the fragment was left in place, no revision surgery was performed, and there were no plans for removal or further surgical intervention or follow-up. The patient experienced no consequences or impact. Attempts have been made and no further information has been provided.